Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the patient and procedure information provided, the cause of the bleeding could not be conclusively determined. It was reported that there was a pre-existing hematoma that was observed prior to mynx placement. Additionally, it was reported that a pre-procedure femoral angiogram was not taken to assess suitability of closure. Per the mynx instructions for use (IFU) "confirm evidence of adequate flow and absence of significant pvd in vicinity of puncture via femoral angiogram prior to mynx use." There is no indication that the mynx closure device did not meet specification or performed as intended. It was reported that the mynx successfully achieved hemostasis acutely. A review of the lhr was not possible as the lot number was not provided. However, product release at (B)(4) is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
A female patient ((B)(6)) with no previous history of hypertension or peripheral vascular disease underwent a coronary intervention procedure on (B)(6) 2010. A 7f cordis sheath was used to access the right common femoral artery, at the femoral head. Peri-procedural heparin was administered. At the end of the procedure, the patient's blood pressure was 153/80. No pre-procedure femoral angiogram was taken to assess suitability of closure. There was a pre-existing (prior to mynx placement) small hematoma (exact size not provided). The physician, trained to mynx, proceeded to use the mynx for femoral artery closure. It was reported that the mynx successfully achieved hemostasis acutely, however, hours later, the patient developed an access site bleed requiring a 2-unit blood transfusion. The patient tolerated the treatment well without further clinical sequelae reported. No additional information is available.